Manufacturer narrative:
A beckman coulter field service engineer evaluated the cap piercer assembly and confirmed the following: a clogged line #118, malfunctioning valve v4, a loose pin connection in the blade wash assembly of the cap piercer, and a clogged female fitting. The fse replaced the following hardware components to resolve the issue, cap piercer assembly, valve, fitting and tubing assembly, no. 180. Cap piercer operation was verified. Patient demographics: patient #1: date of birth: (B)(6). Age: (B)(6) years. Gender: female. Patient #2 : date of birth: (B)(6). Age:(B)(6) years. Gender: female.

Event description:
The customer reported a cap piercer leak and erroneous results for three (3) patients, over two (2) days, involving the unicel® dxc 600 synchron® system. This report references the event which occurred on (B)(6) 2017; please refer to MDR report 2050012-2017-00029 for the report of the event which occurred on (B)(4) 2017. The instrument had generated modular chemistry sample probe obstruction error messages at the time of the event. After a physician questioned low ise results, the customer identified fluid on the sample racks and sample collection tube caps. The customer was wearing personal protective equipment consisting of gloves, goggles, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Quality control was within the laboratory's established ranges on the day of the event. As a result of the cap piercer leak, the instrument generated a false low sodium, chloride, calcium, and false high potassium result for one patient and a false low glucose result for a second patient. The false results from one (1) of the two (2) patients were reported outside the laboratory. A redraw sample for patient one and a repeat of the original sample for patient 2 was run on an alternate dxc instrument and the results were within the normal reference range for the patients. There was no effect to patient treatment in connection to the event.